Event description:
Staple cartridge was found to be left in pt abdomen following a laparoscopic appendectomy. There was a need for a second surgery 20 days later to retrieve this item. Dates of use: less tan 52 minutes. Additional info being requested.

Manufacturer narrative:
Date sent: 10/30/2009. Info anticipated, but unavailable at this time.